Event description:
It was reported that the tip of the instrument was broken during use. The piece was not found, but it was confirmed that it was not left in the pt using carm fluro.

Manufacturer narrative:
(B)(4): device was not returned to the MFR for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.